Manufacturer narrative:
Investigation summary: customer returned (28) loose 3/10cc, 6mm, 31g syringes with part of the shelf carton from lot # 7065710. Customer states that the scale markings on the syringes are off. All returned syringes were tested using the plug gauge and all scale markings fell within specifications. As per manufacturing, a review of the device history record was completed for batch # 7065710 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200688357, 2. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd¿ insulin syringe with bd ultra-fine¿ needle were off before use. No injury and medical intervention.